Event description:
A crx was implanted to treat a fractured clavicle. Once the fracture healed, the crx was removed because hardware prominence was causing patient discomfort.

Manufacturer narrative:
Sonoma orthopedic products reviewed manufacturing and quality records for the implant lot along with x-rays and input from the surgeon who removed the implant. Based on this review, we concluded that: the implant met performance specifications. During implantation the clavicle's anterior cortex was breached with the implant leading to prominence and resultant discomfort. Implant held the fracture despite prominent placement and still allowed normal fracture healing without implant migration. The surgical technique and IFU describe in detail how to properly place the implant and utilize intraoperative imaging to confirm proper placement. The intramedullary crx implant was placed improperly since it was not completely inside the canal. Once the fracture healed, the implant was removed intact to eliminate any discomfort. Additional info was requested but has not been provided at the time of this report.